Event description:
This pt experienced restenosis of a cypher stent approx one year post implant. This female pt with no significant cardiac history was admitted to the hospital with a chief complaint of stable angina. The pt was currently taking aspirin. The pt was taken to the cath lab where elective angiography revealed a 99% de novo, 50mm long, moderately calcified lesion in the mid-rca. Additionally, a 90% de novo, 18mm long, moderately calcified lesion was noted in the first posterior lateral branch (rpl). Heparin and integrilin were administered via IV. The mid-rca lesion was predilated with a guidant voyager inflated to 14atms. Three cypher stents, a 2.5 x 18mm, a 3.0x18mm and a 3.0 x 28mm were deployed within the mid-rca to 12 atms, 16 atms, and 16 atms, respectively. The 2.5 x 18mm stent was not placed in overlapping fashion to the others. The stents were postdilated with a cypher sds balloon inflated to 16 atms. The lesion in the rpl was predilated and a 2.5x18mm cypher stent was deployed within the lesion site. The stent was postdilated. Residual stenosis for all stents was 0% with timi iii flow noted throughout the stented segments. The pt was discharged the following day with orders for aspirin, plavix, statins, and beta-blockers. Approx one year later, the pt returned to the cath lab with unspecified symptoms. Angiography revealed in instent restenosis of the 3.0x18mm cypher stent placed in the mid-rca. This was treated with re-pci and the placement of an add'l cypher stent. The pt was discharged in stable condition.